Manufacturer narrative:
Empty implant packaging was received.

Event description:
The doctor reports opening the sealed implant packaging during the surgery to find an empty box. The procedure was completed with another implant.

Manufacturer narrative:
The reported event submitted on 0001038806-2017-00321 was determined to be a duplicate complaint. This event will be officially reported through submission 0001038806-2017-00306.